Event description:
It was reported that by the customer, the cardiosave intra-aortic balloon pump (iabp) unit had an alarm temperature of the equipment was too high. Customer replaced the equipment there was no personal injury caused.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: e1 (event site address line 2 and telephone - (B)(6)) the customer was unable to give a maintenance confirmation for a long time after receiving the official quotation, and informed our company that there will be no maintenance for the time being; the user has been reminded that it is strictly forbidden to use it in clinical practice before repairing. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a